Event description:
On (B)(6) 2008, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2013, the pt experienced a distal type I endoleak. It is unk if the aneurysm enlarged. The physician was monitoring the pt. On (B)(6) 2013, it was reported that the contralateral leg component moved from the common iliac artery and was sitting in the aneurysm. On (B)(6) 2013, the pt underwent an additional procedure using an iliac extender component. No sequeala has been reported. Further information was requested but not available.

Manufacturer narrative:
The pxc141200 device lot/serial number is unk. A review of the manufacturing records for the device could not be conducted. Further information was requested but not available. Based on the available information, gore is unable to determine the root cause of the incident. According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak. According to the gore excluder aaa endoprosthesis instructions for use, additional considerations for pt selection include, but are not limited to, pt's anatomical suitability for endovascular repair.